Event description:
Per summons: on (B)(6) 2010, pt, who was (B)(6), had an ultrasound of the upper extremity with filling defects consistent with dvt that was nonocclusive. There was also right axillary and brachial vein dvt and a left cephalic vein dvt which was occlusive. The (B)(6) 2010, chest x-ray show right sided PICC line with tip in the superior vena cava. There is a report of a superior vena cavogram and upper extremity done at hospital (B)(6), the diagnosis was right subclavian thrombosis. The right branchial artery was punctured and arteriography examination performed, delayed image demonstrate the presence of a opacification of brachial vessel and basilica venous system. Relator's impression is that the chronic thrombosis of right subclavian with an unsuccessful attempt to declot on (B)(6) 2010.

Manufacturer narrative:
The device has not been returned to the MFR for evaluation. A lot history review (lhr) review is not possible, as no mfg lot number has been provided by the complainant.